Manufacturer narrative:
Date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the returned battery cap was able to secure to the pump, however the pump would not power on. The allegation of a battery life issue could not be adequately investigated. There was moisture corrosion observed inside the battery compartment. The pump casing was removed and no internal defects were found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. Reportedly, the pump had a battery life issue and there was moisture/corrosion in the battery compartment. The reporter denied any damage to the battery cap or battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.